Event description:
Hospital pharmacist stated patient was admitted for hypoglycemia, no date given. Pharmacist asked dosing instructions for u-500 insulin. Hcp contact information provided for dosing clarification. Patient admitted and still currently being treated in hospital.